Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient was scanned yesterday, but the patient could not connect to their implanted neurostimulator because the implanted neurostimulators battery was at 30%. Field representative had been able to affirm that the therapy was off prior to the scan. Now, the patient needed another scan today, but their healthcare provider (hcp) could not connect to ins. During the call, the hcp was able to connect to the patient's implanted device and saw a por (power on reset) message, but was able to put device and enter MRI mode. The troubleshooting steps that were taken on the call resolved the issue.